Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.